Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the pump was dropped. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 65-200 mg/dl.

Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.